Event description:
It was reported that during a bowel resection procedure, the surgeon fired the device and there were no staples. They sewed the bowel closed. There was a small amount of bleeding, nothing significant.

Manufacturer narrative:
Date sent: 09/05/2008: information anticipated, but unavailable at this time.